Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 3/5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. No user error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to use manual bags. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.